Manufacturer narrative:
Photo received showing a company cartridge with and iol in tip. One haptic is protruding from the tip of the cartridge. The iol appears to be stuck/crushed. Based on our observation of the attached photo, the iol appears to be stuck/crushed with one haptic protruding from the cartridge. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, the lens became stuck in the cartridge. Additional information received and stated that, there was obstruction of the cartridge with its rupture and blockage of the passage of the iol. There was patient contact noted. The procedure was completed by replacing iol and cartridge of same brand. There was no patient harm reported.